Event description:
It was reported that pump time was incorrect and caller needed help updating time and personal settings, although caller did not know why time was wrong and time difference was more than five minutes. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to update pump time and was advised to monitor for any future time discrepancies over five minutes and to follow up if issue recurred, which customer understood and acknowledged.